Manufacturer narrative:
(B)(4).

Event description:
It was reported that an insulation anomaly was noted on the rv lead during device change out. Lead was explanted and replaced. Patient was stable before, during and after the event.